Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was not found when the sensor was removed. The customer¿s blood glucose was unknown at the time of the incident. The customer seemed that the electrode remained in the customer's body when checking the body side. The sensor will not be returned for analysis.